Event description:
It was reported that "during use the cmac blade was found faulty - it had very dim led and/or poor image, customer was unable to proceed with cmac and had to use a different instrument. Afterwards the cmac was assessed and the seals have deteriorated". No harm to patient, user or third parties was reported and the procedure was completed successfully.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the examination, it was found that the glued areas on the camera head were worn due to improper reprocessing, which caused a leak, causing the led to glow only dimly. Furthermore, the plug and the blade are damaged. It can also be seen that the device was not running the latest software, so we assume that it was used improperly. The event is filed under internal karl storz complaint ID: (B)(4).